Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 09/20/2015 to report that a (B)(6) female patient had a skin irritation mainly under the front therapy electrode pad. The patient's physician recommended a powder to use on the skin irritation. Follow-up indicated that the skin irritation had improved.